Event description:
During an unknown procedure, the device was inserted into the abdomen through the trocar and the reload fell out. The reload was retrieved from the patient. Another device was opened and the same problem occurred. There was no patient consequence.